Event description:
It was reported that the patient's son reported his mother's leads has failed. Additional information was obtained reporting that the left ventricular lead had intermittent capture and unacceptable thresholds. It was noted that pt's anatomy made lv lead placement difficult. The lead was replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.